Manufacturer narrative:
Updated fields: e1(event site postal code - (B)(6) ), h6(type of investigation, investigation findings and investigation conclusions). A getinge field service engineer (fse) evaluated the unit and was unable to replicate the reported failure. As a precaution fse cleaned the sensor light receiving part. Fse then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit has light sensor failure. There was no effect on patients.

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid.

Event description:
N/a.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit has light sensor failure. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, b5, e1(initial reporter), g3, g6, h2, h6(health effect ¿ impact codes).